Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently hot while the pump was charging. Reportedly, the customer's blood glucose (bg) level ranged from 54-200 mg/dl. The customer would continue to use the pump for insulin therapy.